Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic totally extraperitoneal, while trying to gain access, the balloon did not inflate and the device broke when it was trying to be used. Another device was used to complete the case. There was no patient injury.